Event description:
During laparoscopic surgery, there were "white particles" visualized in the abdominal area, and upon problem solving it was noted that the scope warmer had "liquid" coming out of it (broke open).